Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. The reported overhang of the tibia implant in the planning screen was confirmed in the screenshot review. It was also confirmed that the user had remapped the tibia and the tibia implant remained shifted to the lateral side. The tibial knee center appears to be more lateral than central. The likely cause of the lateral shift of the tibia implant is because the mediolateral placement of the tibia implant is centralized on the knee center point. The preoperative alignment is 12 degrees varus, indicating extreme wear on the medial side. Another possible contributing factor could be due to the mapping of the tibia, and if the user had collected points on the medial side first. When in free collection, it is suggested to paint the healthier part of the knee first as well as all exposed articular surfaces for a better fit bone model. The implant is only sized and placed once. Therefore, the implant was still placed laterally after the point re-collection of the tibia. The initial placement of the implant won't reset unless the case is restarted, and the registration of the knee is recollected. Refer to the real intelligence cori for knee arthroplasty user manual for proper knee center collection. The knee center is the geometric center of the tibia, located in the middle of the footprint of the acl bundle. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. This situation is captured in the risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori assisted tka surgery, the tibia implant was overhanging on the planning screen, it was not centered and after remapping, had the same issue. The procedure was completed, with a delay of less than or equal to 30 minutes, using the same device. They moved tibia on screen to be centered, using medial/lateral buttons. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the tibia implant was overhanging on the planning screen, it was not centered and after remapping, had the same issue. The procedure was completed, with a delay less than or equal to 30 mins. Patient was not harmed.